Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow up has been conducted to determine the following information: serial number, lot number, implant date, patient name, patient date of birth, pathological testing results, determination if surgery will be scheduled, and device relationship of the reported events. Device labeling addresses: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported a left side suspicion of alcl. Pathological markers have not been received. The event of ¿suspicion of alcl¿ will remain captured as lymphoma. For now there is no intention of prosthesis replacement. Healthcare professional additionally reported ¿patient also presents seroma,¿ ¿slightly hardened,¿ and ¿thick capsule around device.¿

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2016.

Event description:
Medical professional determined that while there is a late seroma, there is no evidence of alcl, and all late seromas are not alcl. Patient has had no diagnostic procedure other than an ultrasound to diagnosis the presence of fluid; therefore the event of lymphoma will not be used at this time.

Event description:
Healthcare professional reported the amount of liquid in the breast had diminished, but left breast is still increased. Patient is fine and does not have pain. Patient´s diagnosis is ¿recurrent seroma.¿ physician has still not performed any exam to confirm alcl.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.